Event description:
It was reported that during a neuro angiogram treatment procedure, an air leak occurred. This floswitch was selected; however, during the procedure an air began to leak from outside somewhere under the sliding thumb switch. It didn't happen immediately after the start of the procedure, but after approx. 10 minutes, when the thumb switch was opened and closed several times. They also noticed some bubbles inside the switch and then immediately changed the device to another same device which worked well. No patient complications were reported and the patient's status is normal.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).